Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that this event was attributed to damage of the trunnion resulting from mechanical interference between the broach handle and the broach trunnion. Corrective action has long since been implemented to preclude similar events.

Event description:
The neck trial would not seat flush on the broach. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.